Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification, mild tortuosity, and 80% stenosis in the left popliteal artery with a vessel diameter of 5.8-6mm. A 6fr sheath was placed. Dilatation was performed with a 6.0 x 80mm unspecified balloon at 14 atmospheres for 1 minute. A 5.5 x 80 mm supera self-expanding stent system (sess) was advanced to the target lesion with resistance due to anatomy. The stent was attempted to be deployed and the physician felt that the thumb slide was difficult to push. The stent implant completely failed to deploy. It was decided to remove the supera device when resistance with the guide wire was noted; therefore, the delivery system including the stent and guide wire were retracted altogether as a single unit. Another supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the artery with heavy calcification, mild tortuosity, and 80% stenosed anatomy caused a reduced clearance resulting in the resistance and deployment issues; however, without the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.